Event description:
It was reported the mattress came off the frame due to the velcro not sticking securely. The patient was getting up from the stretcher, and reportedly fell onto their right knee when the mattress slipped off. No medical intervention was required.

Manufacturer narrative:
As of the filing date, no additional information has been able to be obtained from the account. It is unknown which unit the alleged issue occurred on, therefore a manufacturer's evaluation has not been performed. A supplemental report will be submitted as necessary if additional details are learned. To date, customer has been unable to provide information related to the unit involved in the complaint.